Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three implants were placed. The patient had good pain relief following the initial procedure but later developed pain around the implant area, but not the si joint itself. X-rays showed that the cranial implant was too proud of the ilium and was irritating the soft tissues around it. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the most cranial implant. No new implant was placed in the explant hole and no other preexisting implants were adjusted or removed. The status of the patient following the revision surgery is not yet known.